Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump with a jammed mechanism causing the set to not be loaded was not confirmed nor reproduced during product evaluation. The assignable cause was not identified. Therefore, no repairs were made to fix the reported condition. A service history review revealed the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that one rework was noted during the manufacturing of this device.

Event description:
It was reported to baxter (B)(4) that an ipump experienced a jammed mechanism where the solution set could not be loaded. It is unknown when or in which care area this event occurred. This condition had the potential to interrupt delivery. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.